Event description:
Facility reports pt had an allergic reaction to the needle at the insertion site on 7/9/97. The pt developed a rash and hives on the arm and chest immediately after cannulation. The pt was treated intravenously with benadryl and the symptoms were alleviated. The pt has no known food or drug allergies. The facility reports this was an isolated incident. The pt continues to use medisystems needles without incident.